Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device was found to have no atrial output. Visual inspection of the opened device identified a fractured ribbon at the atrial tip feedthrough. The atrial tip ribbon fracture at the feedthrough weld was due to metal fatigue. Partial ribbon fractures with fatigue characteristics were also observed at the atrial tip and ventricular ring bond pad array welds. The source of the loading for the fatigue fracturing was not determined. (B)(4).

Event description:
The device was returned back to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification for no atrial output. A follow up with the patient¿s healthcare provider yielded no information. No patient complications have been reported as a result of this event.